Manufacturer narrative:
The device was evaluated by stryker. The reported issue was verified and duplicated. The root cause was determined to be a faulty power supply pcb. The pcb was replaced, the device passed functional and performance testing and was returned to the customer for service. Correction: the information regarding a recall for this product on the initial medwatch report was submitted in error. Section h7 of the initial medwatch report indicates: recall. Section h7 of the initial medwatch report should be blank. Section h9 of the initial medwatch report indicates: 3015876-10/13/2023-001-r. Section h9 of the initial medwatch report should be blank. Section h11 of the initial medwatch report indicates: stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. Stryker replaced the power supply pcb to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not getting ac power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not getting ac power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. Stryker replaced the power supply pcb to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.